Manufacturer narrative:
(B)(4).

Event description:
This system was implanted and later, on the same day, the patient had a procedure on her valve. During that procedure the patient coded and expired. There are no known complaints on this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.